Event description:
It was reported that internal leakage test failed during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated on site by our field service engineer. The nozzle unit in the air gas module was found defective. After replacement of the air nozzle unit, the ventilator functioned properly and was cleared for clinical use. No logs were provided. However, provided picture confirm the reported issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.